Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the colonoscopy procedure, the endoscopic image was not displayed and the error e102 which indicated failure of the subject device occurred. The user cycled the power and the issue was resolved and the user completed the procedure with same device. The examination lamp had been replaced approximately a hundred hours before. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information and the information that the subject device was cleaned, there was the possibility that the reported phenomena were might be attributed to the temporary failure due to the accumulation of dust. The exact cause of the reported event could not be conclusively determined.